Event description:
As reported through medwatch report- mw5111362. A healthcare worker reported that while a patient was activating a hot pack it burst open and spilled contents onto the patient's bed. Patient states she was not burned but a sand-like substance got on her bed. Patient was unharmed.

Manufacturer narrative:
Device history review was completed on the reported lot v2e179. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned due to which a root cause could not be determined. We will continue to monitor for complaint trends. A cross-functional team has been established by cardinal health to closely monitor burst complaints.